Event description:
After zenith three piece modular graft was deployed, a final arteriogram noted an endoleak. Difficulty was experienced determining the type and origin. After further eval it was determined that the endoleak was a distal type I endoleak originating from the distal seal site of the contralateral leg graft. Pt at this time had been given a graft deal of heparin and the act level registered over 300. A main body extension was immediately selected for deployment distal to the leg graft to address the endoleak presence. Extension was molded with a balloon catheter, however diminshed, the endoleak still persisted. Another MFR's stent was deployed near the distal seal site of the left common iliac artery as a second attempt to resolve the endoleak. Still no resolve to the endoleak, although a slight reduction was noted. Further examination during a performed arteriogram led to the belief that the endoleak was now a type iii endoleak coming from the overlap junction of the contraletaral leg graft and the main body. An iliac leg extension was deployed at the junction of the two graft components and molded. Endoleak still persisted. During an examination of the images on the right side, it appeared that the endoleak might now be originating through the graft; type IV. Physician decided to conclude the procedure and perform a later CT during a follow-up examination in approx one week. Follow-up examination showed no endoleak presence and a reduction in the size of the aneurysm.